Event description:
Same case as MFR report #: 2134265-2009-05655. It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous left internal mammary artery (lima) and mid left anterior descending (lad) artery. Vascular approach was obtained through the right femoral artery. Ablation was performed in the proximal part of the tortuous lesion with the rotalink plus' rotational speed set at approx 210,000 and the rotational speed dropped down by 5,000 rpm from the unloaded platform for 5 seconds. Another ablation was performed in the distal part of the tortuous lesion with the rotalink plus' rotational speed set at approx 210,000 for 15 seconds. The physician continuously advance and retract the burr while it was rotating. Upon attempting to remove the rotalink plus, the physician noted that the burr was stuck in the lesion. Anther MFR's guide catheter was advanced, but attempts to retrieve the burr were unsuccessful because the physician felt the catheter shaft stretching and aborted retrieval. Other MFR's guide catheter and balloon catheter were advanced past the rota burr, however, severe resistance was encountered in the guide catheter and the attempts were unsuccessful. A radial approach was obtained with unspecified guide catheter, guide wire and balloon catheter, the balloon was inflated to unspecified atms and the balloon ruptured. All attempts to remove the rota burr were unsuccessful. Blood pressure was obtained and it was slow. Thrombosis was noted in the left internal mammary artery (lima). An intra aortic balloon pump was unable to be inserted. The pt expired and the cause of death was determined to be acute myocardial infarction (ami).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.